Event description:
It was reported, "during use, the midline leaks at the junction of the t and the purple tubing. Notion of soaked dressing. Current patient condition: no clinical consequences reported for the patient. No actions taken in the care facility to manage the patient." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.